Event description:
It was reported that an intepro y-mesh was implanted during a laparoscopic sacrocolpopexy procedure, done to treat the pt's pelvic organ prolapse. At the one year "control" visit, on (B)(6) 2012, there was good suspension and no signs of erosion. The pt was then released from further follow up. It was reported that the (B)(6) asked that the pt be contacted for subsequent follow up. On (B)(4) 2012, findings were that the pt had "no current complaints," and there were no signs of recurrent prolapse, but erosion was noted, described as two small lesions, at the top of the vagina. Because the pt was asymptomatic, a "control" visit was planned in 6-months for follow up.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.